Event description:
Reportedly, on (B)(6) 2014, the primary diagnosis and reason for admittance to hospital was for a pneumonia. However no output was observed on the subject pacemaker. On (B)(6) 2014, the patient was still admitted to hospital in very bad condition, presently unable to operate and have reintervention to change the pacemaker. Serious doubts whether patient will survive. The device was explanted on (B)(6) 2014 and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Manufacturer narrative:
This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA esg as2 production system account. This emdr has been sent shortly after our production system approval.

Event description:
Reportedly, on (B)(6) 2014, the primary diagnosis and reason for admittance to hospital was for a pneumonia. However no output was observed on the subject pacemaker. On (B)(6) 2014, the patient was still admitted to hospital in very bad condition, presently unable to operate and have reintervention to change the pacemaker. Serious doubts whether patient will survive. The device was explanted on (B)(6) 2014 and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it was damaged most probably because of the application of external shocks.

Event description:
Reportedly, on (B)(6) 2014, the primary diagnosis and reason for admittance to hospital was for a pneumonia. However no output was observed on the subject pacemaker. On (B)(6) 2014, the patient was still admitted to hospital in very bad condition, presently unable to operate and have reintervention to change the pacemaker. Serious doubts whether patient will survive. The device was explanted on (B)(6) 2014 and will be returned for analysis.

Event description:
Reportedly, on (B)(6) 2014, the primary diagnosis and reason for admittance to hospital was for a pneumonia. However no output was observed on the subject pacemaker. On (B)(6) 2014, the patient was still admitted to hospital in very bad condition, presently unable to operate and have reintervention to change the pacemaker. Serious doubts whether patient will survive. The device was explanted on (B)(6) 2014 and will be returned for analysis.

Event description:
Reportedly, on (B)(6) 2014, the primary diagnosis and reason for admittance to hospital was for a pneumonia. However, no output was observed on the subject pacemaker. On (B)(6) 2014, the patient was still admitted to hospital in very bad condition, presently unable to operate and have reintervention to change the pacemaker. Serious doubts whether patient will survive. The device was explanted on (B)(6) 2014 and will be returned for analysis.